Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of moisture were noted at the display window during the visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reports to have received a button error alarm possibly due to moisture. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.